Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the damage to the driveline was proximal to the modular cable, so an exchange was said to be not of any help. It seemed like the driveline gave out (2916596-2026-2916680). It was said that the driveline damage was a known issue and it was attempted to tape the driveline in the past in more than one occasion.